Event description:
It was reported that this right ventricular (rv) lead, in a patient with underlying complete heart block and chronic atrial fibrillation, failed to capture during an in-office evaluation. The patient had a recent history of multiple falls, beginning approximately four weeks prior, which may have contributed to lead damage. Lead impedance readings remained within normal limits until early april, after which the issue was identified. Due to the loss of capture and the patient's pacing dependence, the decision was made to implant a leadless pacemaker. No further information at this time.

Manufacturer narrative:
Corrected fields: adverse event/product problem (b1) in section b, adverse event or product problem. Outcomes attrib to adv event (b2) in section b, adverse event or product problem. Impact codes field (h6) in section h, device manufacturers only. Device codes field (h6) in section h, device manufacturers only. Corrected fields: type of reportable event field (h1) in section h, device manufacturers only. Impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead, in a patient with underlying complete heart block and chronic atrial fibrillation, failed to capture during an in-office evaluation. The patient had a recent history of multiple falls, beginning approximately four weeks prior, which may have contributed to lead damage. Lead impedance readings remained within normal limits until early april, after which the issue was identified. Due to the loss of capture and the patient's pacing dependence, the decision was made to implant a leadless pacemaker. No further information at this time.

Manufacturer narrative:
Corrected fields: adverse event/product problem (b1) in section b, adverse event or product problem. Outcomes attrib to adv event (b2) in section b, adverse event or product problem. Impact codes field (h6) in section h, device manufacturers only. Device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead, in a patient with underlying complete heart block and chronic atrial fibrillation, failed to capture during an in-office evaluation. The patient had a recent history of multiple falls, beginning approximately four weeks prior, which may have contributed to lead damage. Lead impedance readings remained within normal limits until early april, after which the issue was identified. Due to the loss of capture and the patient's pacing dependence, the decision was made to implant a leadless pacemaker. No further information at this time.